Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. No crack was noted on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is a crack on the display screen of the insulin pump. It was also reported that the drive support cap appears to be damaged. Customer's blood glucose levels were not included in the report. Nothing further reported.